Event description:
The customer reported an unknown quantity of false positive test results with the ID now covid-19 2.0 test kit performed on unknown dates with unknown sample types, the customer ran passing quality controls and reported continued false positive test results. This report is for the false positive results post passing quality controls.confirmation pcr testing was performed generating negative results.although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 193-000c that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number: 193-000c that has a similar product distributed in the us, list number: 192-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported an unknown quantity of false positive test results with the ID now covid-19 2.0 test kit performed on unknown dates with unknown sample types, the customer ran passing quality controls and reported continued false positive test results. This report is for the false positive results post passing quality controls. Confirmation pcr testing was performed generating negative results. Although requested, no additional information including patient treatment and outcome was provided.